Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have changed the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime of insulin with a new set. Customer states the insulin did exit and device did not alarm. Advised customer the issue might be occluded reservoir. Customer's blood glucose level was 96 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.